Event description:
While removing the introducer from the lead during implant surgery, the lead seemed to be stuck to the introducer. It was stated that "new equipment for new surgery" was used to complete the case. The pt status was "ok".

Manufacturer narrative:
(B) (4). Final analysis revealed a reliability non-conformance on the lead; there was excess material between the tines. While attempting to pull the lead through the introducer, resistance was felt at the second tine from the distal end, at the hub of the introducer. Further insertion of the lead was not possible. The interface between the tine and the lead body showed an excess amount of material. This interfered with the tines, causing a larger diameter, making passage of the lead through the introducer more difficult. The lead introducer sheath was functionally ok. A known good lead could be inserted into the sheath without difficulty.